Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, d5, e2, e3, e4, e1 (initial reporter and event site email), h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) verified the fiber optic cable was dirty. The fiber optic cable was cleaned. The fse performed full preventative maintenance. The fse replaced the safety disk (0202-00-0140), compressor (0119-00-0236), filter (0103-00-0631 qty.2), filter (p/n 0103-00-0499 qty.1), o-ring (0354-00-0208), tidal vol.disk (0202-00-0142) and battery module (0146-00-0097 qty.2). The fse performed all transducer calibrations and tests and the unit passed. The unit passed all functional and safety checks before being returned to normal use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to register the fiber optics. The customer discovered this issue. There was no patient involvement or harm reported.

Event description:
The cardiosave intra-aortic balloon pump (iabp) was reported to have a ¿does not register fiber optics¿ issue during preventive maintenance. Fiber optic cable was dirty. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.